Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime and displacement test. Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
The customer¿s mother reported via phone call that the insulin pump had a motor error alarm. The customer's blood glucose level was 106 mg/dl at the time of the incident. The customer reported that the drive support cap was normal or slightly indented. The customer was able to successfully clear the alarm. The customer was able to complete the insulin pump rewind. The insulin pump passed the displacement test. The motor error alarm did not recur. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.